Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the insulin on board function was incorrect; it had indicated that there was insulin on board when it had been five hours since the last bolus and the insulin on board was set at 2.5 hours. The patient¿s blood glucose reportedly elevated to 329 with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the user settings show the insulin on board (iob) duration period was set to 2.5hrs. The bolus history shows a 1.35u bolus was completed on (B)(6) 2013 at 22:40. The pump¿s history recorded an occlusion alarm on (B)(6) 2013 22:43; the alarm was not confirmed until (B)(6) 2013 03:55. The iob from the 1.35u bolus was delayed due the unconfirmed alarm. A 1.35u normal bolus performed for the investigation with the iob set to 2.5hrs; the bolus was correctly reflected on the iob status screen. At the end of the 2.5 hr duration period the iob status screen correctly reflected 0.00u; indicating the iob is functioning properly. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.